Manufacturer narrative:
(B)(4). Batch #u5a64y. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The test cartridge reload was placed and removed with no issues noted during functional testing.  Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, after the first firing, the jaws of the stapler would not open and the device could not be reloaded with a new cartridge. Subsequently, a new stapler was opened to complete the operation. Surgery was not delayed and was successfully completed. No fragments were generated and no other medical intervention was required. There were no patient consequences.